Event description:
Information was received from a consumer (con) regarding patient programmer/communicator. It was reported that "ever since I got these devices that the battery drops really fast¿. The agent had the patient toggle off mobile data. The patient stated that she will request a bolus, and it will take up to 30 minutes to deliver a bolus. The patient states she boluses 1-2x a day. The agent reviewed data lagging at 90 percent. The agent reviewed general use/best practice. Troubleshooting was not required. The issue was not resolved as troubleshooting was not needed. The patient will monitor battery level and will call back if she needs further assistance. Additional information was received from the patient who reported that they had handset battery depletion concern. The patient stated the battery depleted in less than an hour. A replacement handset was requested from the repair department. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.